Event description:
It was reported that the external pulse generator would not turn on. The generator was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Electrical traces on the flex of the keyboard are barely making contacts with pins on the connector of the lcd (liquid crystal display). Flex was improperly installed. Upper and lower cases and battery drawer are broken and contaminated. Battery release, release spring, lead flex cover, and heart lead flex are contaminated. Side bail covers and ring cover are broken. Keyboard is scratched. Side bails and ring are missing. It was noted the device has blood/fluid ingress.